Event description:
Boston scientific received information that this patient was in the hospital hooked up to an external monitor. The patient was lying in bed and pacing at 130 ppm was noted. The physician thought the high rate pacing occurred during episodes of atrial fibrillation (af). The caller was not certain if any leads that were over the patient's chest that would have caused an interaction with the minute ventilation (mv) feature. Device reprogramming was performed. There were no adverse patient effects reported.

Manufacturer narrative:
The device remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.